Manufacturer narrative:
(B)(4). Complaint summary: product has not been returned for evaluation. X-rays or medical notes have not been provided. The investigation has been limited to the information provided, and a complaint history search review of complaint history identified additional similar complaints (52) for the reported item number. A historical search of the lot number could not be performed as it has not been provided. This device is used for treatment. The issue relates to an instrument therefore an implants compatibility check is not required a DHR review or a review of recalls could not be performed as the lot number has not been provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event cannot be determined with the information provided. The fracture could be ascribed to expected wear and tear over time, over impaction of the instrument, over/under-tightening of the instrument against tibial trays, sub-optimal use during surgery, or a combination of all these factors. The IFU provided with the compatible implants states: intra-operative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement, and prior to surgery. The surgical technique for cementless implantation advises that the device is to be impacted by the toffee mallet and that the device is to release the tibial tray before the tray is fully seated within the patients bone. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. No corrective or preventive action required at this time. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated.

Event description:
It was reported that: after the tibia impaction, they noticed that one of the tips of the impactor that holds on to the implants was all bent and loose. Since it was not fixable, they took it off and now the instrument cannot hold implants anymore. Nothing fell into the patient and they were able to finish the surgery without any delay.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product confirms the adjustable foot has fractured. The fractured piece was not returned with the product. The instrument was returned with no blue pads. The instrument exhibits indentations on the top of the main body suggesting excessive use of the toffee mallet during insertion/impaction. There is also evidence of indentations on the back side of the instrument suggesting use of the toffee mallet in the anterior to posterior direction. The instrument has been in the field for approximately 8 years and 10 months. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that: after the tibia impaction, they noticed that one of the tips of the impactor that holds on to the implants was all bent and loose. Since it was not fixable, they took it off and now the instrument cannot hold implants anymore. Nothing fell into the patient and they were able to finish the surgery without any delay.